Manufacturer narrative:
Final device analysis results revealed-no anomaly found-alleged failure could not be duplicated.

Event description:
Attorney alleges the pt had difficulty with the device and caused the pt severe pain. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent if add'l info is received.